Event description:
It was reported, "after opening the implant scrub nurse found micro scratch on posterior condyle".

Manufacturer narrative:
A supplemental report will submitted upon completion of the investigation.